Event description:
Complicated renal stent with very tight stenosis. Physician attempted to place stent, after cannulating the renal artery. Stent would not cross lesion. The physician took the stent out, and pta with 1mm balloon. Attempted to place stent again and it would not cross. Angioplasty with 2.0 mm balloon. Attempted to place stent again. Used a guide to advance/push against stent, still would not cross. When removing the stent for the third time, the stent fell off the balloon catheter undeployed. The physician took a small balloon and inflated minimally and dragged the stent down to the right external iliac, dilated the stent to 6 mm and deployed the stent in the right external iliac with no further complications. The physician stated, "felt it really was not a problem with the stent, but with the lesion and technique." The patient remained stable throughout the procedure, although the procedure was deplayed.